Manufacturer narrative:
Product code: unknown, but could be similar to mnh, nkb, or max. 510(k): unknown, but could be similar to k061441, k150896, or k110650. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient was having pain, resulting in difficulty sleeping, walking, and depression following a lumbar fusion surgery. The patient is taking pain medications. The implanted device is currently unknown. Multiple requests for additional information were not responded to.

Manufacturer narrative:
Device evaluation: product, photos or x-rays not returned nor provided. No device evaluation was able to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: DHR review unable to be performed as lot number is not known. . Device use : this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient was having pain, resulting in difficulty sleeping, walking, and depression following a lumbar fusion surgery. The patient is taking pain medications. The implanted device is currently unknown. Multiple requests for additional information were not responded to.